Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The onestep CPR electrodes were returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to the electrodes. The electrodes were scrapped. The electrodes will be replaced with a new set. Analysis of reports of this type has not identified an increase in trend.